Event description:
During an in-clinic follow-up, it was not possible to interrogate the device and there was no response when magnet was placed. An electrocardiogram was performed, and the patient had an intrinsic rhythm and is not pacemaker dependent. The healthcare team and patient elected to not replace the device. They are in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.